Manufacturer narrative:
(B)(4). Event month and day: unknown. Event year: 2017. Batch #unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, two staples came out of the reload staple pocket but instead of going into tissue, the staples intertwined and got stuck in the reload. A second like reload was used to complete the procedure. There were no patient consequences reported.